Event description:
It was reported that device entrapment occurred. A rubicon 18, 135cm catheter and a v-18 control wire were used for lower limb stent implantation. During the procedure, the guide wire and the rubicon support catheter became stuck and could not be separated. Both devices were pulled out and the procedure was completed with another of the same device. The patient condition following procedure was stable.